Event description:
A customer reported that during a cataract extraction procedure, the system stopped aspirating. The cassette was exchanged, and the case was completed following a 15 minute delay. There was no harm to the patient.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The root cause could not be determined. (B)(4).